Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) system has malfunctioned. The nibp pump would inflate and not deflate. The customer would like to order parts to repair the unit themselves. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: ay-653p sn (B)(4). The UDI no: (B)(4). Manufactured date: 10/11/2013. Age of the device: 77 months. Returned to nk: no.

Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) system has malfunctioned. The nibp pump would inflate and not deflate. The customer would like to order parts to repair the unit themselves. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at scl health system reported that, during a repair, the connector from the pump to the board on the wiring side broke. The receptacle located on the board on the input unit (ay-653p-qm, serial# (B)(6) was not damaged. The customer was requesting a part number for the connector. Service requested: repair. Service performed: nkts provided the requested part number to the customer. Customer will be buying the part to replace it in house. Investigation summary: root cause of the issue was identified to be customer abuse. The unit was not on patient use at the time of reported incident. The risk priority of the issue is categorized as: low additional device information: d10 concomitant medical device. The following device was used in conjuction with the main bsm unit and was the unit that failed: ay-653p sn (B)(6) input unit: the UDI no: (B)(4) manufactured date: 10/11/2013 age of the device: 77 months returned to nk: no

Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) system has malfunctioned. The nibp pump would inflate and not deflate. The customer would like to order parts to repair the unit themselves. No patient harm reported.